Event description:
It was reported that patient had severe and constant pain at the implant site. The patient underwent an ipg pocket revision procedure and patient was doing well post operatively. The device was remained implanted.

Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) 2022.

Event description:
It was reported that patient had severe and constant pain at the implant site. The patient underwent an ipg pocket revision procedure and patient was doing well post operatively. The device remains implanted. Additional information received that the patient was experiencing difficulty charging due to ipg had flipped. The patient underwent an ipg pocket revision and doing well post operatively.